Event description:
Reference number (B)(4). Event occurred in new zealand. It was reported that the patient faced an event with an infusion set where the tubing was damaged after insertion after being used for two days. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.